Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. A philips field service engineer evaluated the unit at the customer site and determined that the ECG trunk cable was the cause of the failure. The customer replaced the trunk cable and the unit passed all testing.